Manufacturer narrative:
The complainant reported two lot numbers (13363087, 13380561), but was unable to identify which lot exhibited the reported condition: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a colonic biopsy procedure. According to the complainant, during the procedure the jaws were not able to close. No biopsy specimen was obtained and the device was removed from the patient. The account reported that the device was inspected prior to use and no anomalies were noted. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good